Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was fractured approximately 114.0 cm from the proximal end. The pusher assembly had bends and kinks approximately 13.0 cm, 50.0 cm, 111.0 cm and 117.5 cm from the proximal end. The proximal constraint sphere was detached from the distal detachment tip (ddt) of the pusher assembly. The embolization coil had offset coil winds on its distal end. The embolization coil was flushed from the introducer sheath. The pusher assembly was fractured and embolization coil was detached from the ddt and, therefore, could not be functionally tested. Conclusions: evaluation of the returned pc400 revealed a fractured pusher assembly and detached embolization coil. It was reported that the physician experienced strong resistance at the tip of the introducer sheath while attempting to advance the pc400. If the device is forcefully advanced against this resistance, the pusher assembly will likely become kinked. Further evaluation revealed a fracture on the device. If a kinked device is further manipulated, the kink may worsen into a fracture. This damage likely caused the pull wire to retract from the distal detachment tip (ddt) which will effectively detach the embolization coil. This fracture and detached coil were not identified in the complaint; therefore, they were likely incidental to the reported complaint and occurred post-procedure. Further evaluation revealed multiple kinks and bends on the length of the device. Based on the reported complaint, some of the kinks and bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. The introducer sheath was undamaged. The root cause of the inability to advance the pc400 out of its introducer sheath could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coil 400s (pc400). During the procedure, the physician successfully placed six pc400s in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new pc400 into the lantern, the physician experienced strong resistance at the tip of the introducer sheath and the pusher assembly became kinked. Therefore, the pc400 was removed. The procedure was completed using new pc400s, a penumbra smart coil (smart coil) and other coils with the same microcatheter. There was no report of an adverse effect to the patient.